Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that realigned door, invalidated home and performed a system checkout. Imaging system is operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the system would not open. The radiology technician had done their normal checkout with the system and found that after they had closed the system it would not detect that it was closed and then would not open. There was no patient involved. Additional information stating that the site while in front of the system to tried to troubleshoot the unresponsive door. Site reported that door would not open or close, even with the emergency yellow button. Door was stuck approximately a quarter inch from fully closed. Site reported that they had attempted to reboot system 3 times before reporting the issue. Gantry was able to move up and down and side to side, but did not respond to docking button. Pendant message displayed "door open." Technical specialist (ts) attempted to reboot image acquisition system (ias) and unplugging umbilical cable until ias was fully booted up. That was completed, but door was still unresponsive. The rotor misaligned and jammed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.